Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that  they couldn't get any of their programs to work. The patient stated that they have no bladder control and they still get up at night. The patient stated that they never stopped wearing pads and urine goes everywhere when they stand up. The patient stated that their symptoms were getting worse and almost how they were before the ins was implanted. The patient stated that they went through every program and could feel stimulation in their right buttock, but they were not getting therapeutic benefit. The patient's hcp told them to not increase the amplitude above 0.9 ma. The patient mentioned that program 2 had worked for them, then it suddenly stopped working. The patient also thought that the ins might be physically damaged. The patient explained that initially all they could feel was the ins incision scar, but now they can feel the whole ins. The patient mentioned that they lost a lot of weight since implant date, so they said it could just be that they feel the ins more as a result of the weight loss. The patient added that it can take up to 2 hours to fully charge their ins due to intermittent poor coupling. The patient said they hate the recharger because they get poor coupling if they move slightly. The patient stated that they have to sit perfectly still to maintain coupling. The patient said they can't stand while charging the ins because they have major back problems. The patient has tried lying down while charging the ins, but that didn't work for them so they have to sit while charging. The patient stated that the ins charges 10% every 20 minutes as long as they sit still. The patient was redirected to their hcp to further address the issue. The patient stated that they have an appointment with their managing hcp's nurse practitioner on december 9th. Agent reviewed that the hcp could invite a mdt rep to the appointment if deemed necessary.